Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the monopolar curved scissors (mcs) tip cover accessory to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted myomectomy procedure, the monopolar curved scissors (mcs) tip cover accessory that was installed on an mcs instrument, fell inside the patient. The event occurred approximately four hours after the start of the procedure. At the time of the incident, the surgeon was excising unspecified tissue, and the accessory was safely retrieved by the assistant under direct visualization. No injury or bleeding was reported as a result of the accessory falling inside the patient, and no fragments remained in the patient. According to the surgeon, the accessory became loose after fatty tissue entered the interior of the cover, possibly related to improper use of electrolube. The surgeon reported no issues with instrument functionality and no collisions with other instruments during the procedure. The procedure was successfully completed robotically.